Event description:
Davinci tip up instrument bent while in use during procedure. Was able to safely take out from patient¿s cavity without harming the patient. No part of the instrument was left inside the patient¿s body, inspected by the surgeon.